Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The customer's blood glucose value was unknown. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states display did not return after insulin pump restart. Customer states insulin pump had frozen display. Customer received a low battery alert prior to the replace battery alert. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to power connector not plugged in properly. Unable to verify keypad unresponsive or battery power loss alarm or frozen display due to blank display. Device was received with cracked select button keypad overlay, minor scratched lcd window and missing serial number label.